Manufacturer narrative:
. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported that during insertion, the stent failed to advance to the kidney along with guidewire. The procedure was not completed due to this event and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: the returned contour stent was analyzed, and a visual evaluation noted that the tip was torn, a functional test was performed, and it passed since a mandrel of 0.039 in was inserted into the stent to evaluate whether any resistance inside the device. However, no resistance was felt during the analysis performed and the mandrel was able to fully pass through the stent, which does not confirm the reported event "stent/delivery system difficult to advance". The suture was not returned. The analysis performed to the returned device; it is possible to conclude that this issue could be caused by operational factors. Based on the analysis results regarding the observed stent torn, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during insertion, the stent failed to advance to the kidney along with guidewire. The procedure was not completed due to this event and the patient condition following the procedure was stable.